Event description:
Since implantation, pt suffered from headache, nausea, pain in arms/shoulders, dizziness, cracking and popping. They started to wear their neck collar again. In 2000 plate broke in two and pt had it removed 2 months later and replaced with a different brand.